Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2012. Device labeling addresses the reported event of wound dehiscence as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection potentiation, inflammation, adhesion formation, fistula formation, and extrusion. However, as we have been informed that the patient has had an explant surgery we are taking the precaution of reporting this event to you."

Event description:
The physician reported right side severe wound dehiscence for patient in (B)(4) study. Action taken was medication and device removal.